Event description:
It was reported during a da vinci prostatectomy surgical procedure; the maryland bipolar forceps instrument had filament rupture. Intuitive surgical inc. (Isi) followed up with the customer to gather additional information. The customer responded back to our request with the following one of the threads on the tip snapped and this is visible on the instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The reported complaint of a thread on the tip snapped does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.